Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with a 275cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant (right) experienced postoperative bilateral rupture and capsular contracture (left grade:ii , right grade: iii ). Due to the capsular contracture, the patient underwent removal and replacement surgery on (B)(6) 2019 with a 400cc mentor memorygel breast implant (left, catalog #: 3504001bc, serial #: (B)(4)) and a 500cc mentor memorygel breast implant (right, catalog #: 3503501bc, serial #: (B)(4)). Upon explanation, the bilateral rupture was observed. This report is for the left prosthesis.

Manufacturer narrative:
On 12-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, an area of missing material was observed in the posterior view, measuring approximately 4.5 cm x 2.7 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).